Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was powered on, it did not pass the power on self-test (post). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Product analysis: a breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.